Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer changed out their set last night after 3 days of use. Customer's blood glucose was 9.2 mmol/l. Customer was filling the tubing when they received a no delivery and a motor error alarm. Customer is still connected to the pump. Customer stated that it took 2 hours to work. Customer was advised that the pump will need to removed and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.